Event description:
It was reported that during a cryo ablation procedure, the catheter was kinked and exchanged for patient safety. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 2af283 balloon catheter with lot 27396 was returned and analyzed. The balloon catheter was visually inspected and functionally tested. External visual inspection of the balloon, shaft, and handle segments was performed. Visual inspection of the guide wire lumen showed a kink approximately 1.34 inches from the tip. The catheter smart chip data was reviewed. Data indicated the catheter was never used. (No application performed). The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow were in range and temperature curve had no oscillation or overshoot. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.